Event description:
It is reported that the surgeon alleged that he couldn't set the lag screw in the correct position because the guide pin was fixed in the lag screw. When the surgeon pulled the guide pin out of the lag screw there was a metal fragment on the tip of the guide pin.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.